Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant- 1995. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Event description:
It was reported the patient underwent total knee arthroplasty in 1995. Subsequently, the patient was revised on (B)(6) 2015 due to wear and instability. The tibial bearing, locking bar, and patella were removed and replaced.